Event description:
During transfemoral tavr procedure, a large pericardial effusion developed and the patient died. The temporary pacing catheter was placed via the right femoral vein. During the balloon aortic valvuloplasty (bav), the pacer was intermittently capturing and the catheter was repositioned, successful bav with injection was performed under rapid pacing. The sapien xt valve was advanced through the sheath, and when at the level of the distal external iliac the operator had to use a significant amount of force to push the valve through the sheath. The imaging was shifted to visualize the valve advance. When the c-arm was repositioned back over the heart, it was noted that the guidewire had come back, but not out of the left ventricle (lv). Guidewire repositioning was attempted and the procedure continued. During advancement of the delivery system, the patient's pressure started trending downward to approximately 70mmhg when the valve was positioned in the annulus. The valve was shifting with the motion of the lv, pacing was initiated to deploy the valve. Echo demonstrated ra compression and a large effusion was noted. A pericardial window was performed; the patient¿s pressure recovered, and trace pvl was present post deployment. Protamine was administered and the bleeding slowed. The location of the perforation was not entirely clear. Surgiseal was then administered through the pericardial window. Approximately 1-2 minutes passed and the patient developed profound hypotension and a very large thrombus started to form in the left atrium, which eventually encompassed the entire la cavity. CPR was performed for approximately 5 minutes before rescue efforts were ceased and the patient expired. It was thought the perforation was caused by either the rv pacing lead or the lv guidewire. The cause of the massive la clot is unknown; the physician thought the thrombin agent may have entered the la.

Manufacturer narrative:
Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case as reported, the source of the bleeding into the pericardial space could not be confirmed; however, it may have been related to device manipulation or balloon inflation/valve expansion. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.